Manufacturer narrative:
Correction: (MFR first name, last name and email address), ( expiration date, UDI #, lot #): evaluation summary: post market vigilance led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco/wegde/segmental resection, the surgeon tried to squeeze the handle however, it was locked and ran idle. The handle was replaced and same cartridge was used. The surgeon re-tried to squeezed the handle and it was locked and could close the jaws. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco/wegde/segmental resection, the surgeon tried to squeeze the handle however, it was locked and ran idle. The surgeon re-tried to squeezed the handle and it was locked and could close the jaws. There was no patient injury.